Event description:
It was reported that the right ventricular (rv) had t-wave oversensing and noise was seen on the screen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) 2007 (B)(6). (B)(4).